Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported three false positive result with the ID now covid-19 performed on an unknown sample and swab type information was not reported. Repeat testing was not performed. Rt- pcr confirmation testing performed on an unknown sample and swab type information was not reported generated negative results. No additional patient information, including treatment and outcome, was provided.